Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter stated the surgeon implanted a vicm13.7, -5.0, on (B)(6) 2011. There was no difficulty during the implantation of the lens. Post-operative vault was 40%, at one day uncorrected vision was 1.0. The vaulting of the lens was rechecked after 4 days and was 30%. On the 5th days, the patient experienced some discomfort. On day 7, the surgeon noticed pupillary block in the os eye of the patient. This was released but some pigment flap in peripheral irodotomy was found. Immediately, post-operative vision returned to 0.5 and by day 4 the pupil was still dilated. The vaulting was around 30%. The ocular pressure was at 12 in both eyes. Few weeks later, the pupil decreased but a hazy element remained to the vision. Two and half months after surgery, the same eye appeared to have raised pressure at 26. As we are not aware regarding the serial number of this lens, a work order search could not be performed. The complaint form and additional information were requested on (B)(6) 2011. On (B)(6) 2011, we were informed that no complaint form could be provided because the patient was not anymore in south africa. However, this patient was seen by dr. (B)(6) and the patient was fine. All those events probably happened due to a non-patent pi. There is not enough clinical data to perform a medical review. Evaluation conclusion (unable to confirm) - based ib the complaint history, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon stated that he was advised by staar to implant an vicm 13.7 implantable contact lens based on the patient's preoperative corneal diameter. There was no difficulty during implantation. Post operative vault was 40%, one day uncorrected vision was 1.0. Vault was re-checked at (B)(6) and it was 30%. On (B)(6) the patient experienced some discomfort which seem to settle, yet (B)(6) she presented with left pupillary block. This was released and pigment flap in peripheral iridotomy was found. Immediately post op vison returned to 0.5 and by (B)(6) the pupil was still dilated. Vault was around 30%. Ocular pressure 12 in both eyes. Sms's over the new few weeks was that the pupil was coming down but a hazy element remained to the vision. (B)(6) later the same eye appears to have raised pressure to 29. Customer questions whether or not the lenses should be exchanged.